Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 120 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after plugging the pump into the power source using an alternate wall adapter. The customer continued to use the pump for insulin therapy.